Event description:
Information received by medtronic indicated that the customer wanted to do the download with android but not working and reported an 'oops something went wrong' message. Troubleshooting was performed and was assisted to force close and re-launch the minimed mobile app. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the software. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer unable to launch app, minimed mobile 2.1.0, galaxy s22, android 13. "An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on samsung galaxy s20 ultra 5g (android 13) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. However, given the date that the issue was reported (B)(6) 2023 and the issue being an ""oops, something went wrong"" screen pop-up, the most likely root cause was the medtronic website certificate being updated. The update to the certificate caused and outage to all apps accessing the medtronic website. The issue was resolved when we reverted these changes on the server side. The following step to resolve the issue was provided to the technical support: - open the minimed mobile app again after the certificate issue was fixed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.